Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Since neither product nor data logs were available for investigation, the cause of the false alarm could not be determined.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The impella experienced intermittent ¿in aorta¿ alarms. Multiple transthoracic echocardiograms demonstrated the device measuring 5.1¿5.3 cm across the aortic valve toward the apex of the left ventricle. The alarms resolved at pump performance level 7 during weaning from extracorporeal membrane oxygenation and cessation of sedation with suctioning. The device subsequently returned to pump performance level 4, with recurrent ¿in aorta¿ alarms.